Manufacturer narrative:
Sorin group (B)(4) manufactures the primo2x oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf of the sorin group (B)(4). Sorin group rec'd a report that during the bypass the operator was unable to achieve suction through the aspiration port of the oxygenator. The unit was changed out in order to continue with the case. There was no report of pt injury. It was also reported that the change out took 10 mins. This medwatch report is being filed as a result of the extended interruption of bypass. The investigation is ongoing. A f/u report will be filed when the investigation is complete.

Event description:
Sorin group rec'd a report that during the bypass, the operator was unable to achieve suction through the aspiration port of the oxygenator. The unit was changed out in order to continue with the case. There was no report of pt injury.